Manufacturer narrative:
The unit was returned to lulea site for investigation. The unit was disassembled and it was confirmed that the motor shaft was broken. A functional test of the single fault safety (sfs) safety drum was performed. The result from the test was that the sfs safety drum was functioning as designed. This issue is determined to be caused by a mechanical malfunction (motor shaft breakage). Likorall overhead lift is a stationary lift mounted in a rail system. The rail system can be built straight, with or without curves, as a traverse system and also as a room-to-room system. Likorall overhead lift is intended for use in lifting and transferring patients, for example, from bed to a wheelchair, to or from the floor, for visits to the toilet, for gait, standing and balance training, when weighing the patient and when lifting the patient with a stretcher. A report of a drop would be unlikely to cause or contribute to a death or serious injury, if the malfunction were to recur as the device has a secondary system that becomes activated and prevents the patient from falling in case the primary system fails. The device meets the requirement for a secondary system with a safety function that stops the patient¿s movement downwards, in the event of a motor or transmission failure. This safety design provides protection against uncontrolled lowering. There are no risks identified for this failure due to the single fault system (sfs). After consideration for potential harms and worst-case scenarios, no serious adverse health consequence would occur from this issue.

Event description:
A customer contacted technical service to report that the likorall 200 had an issue, while in the process of lifting up citizen from the wheelchair, the patient wasn't very far up, then the hoist fell down and the patient landed in the wheelchair very quickly. No harm was done as citizen was lifted a maximum of 20-30 cm above the wheelchair. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority.

Manufacturer narrative:
The device has been requested to be returned for inspection. A final report will be submitted upon completion of the investigation.